Event description:
It was reported that this device exhibited high out of range shock lead impedance of 150 ohms. No additional information was provided. This device remains in service and no adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).